Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and documentation of the returned device, additional device information and updated implant date. A titan, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the serialized exhaust tube of the pump, within abrasion. Testing revealed this is a site of leakage. Partial separations are also noted within the same abrasion area. Partial separations within abrasion are also noted on the other exhaust tube and inlet tube of the pump. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the reservoir or either cylinder. Based on quality's examination, quality concluded that while in-vivo both exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the serialized exhaust tube. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the white tubing by pump is torn.